Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was able to load a set and run a loaded set without error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion. This occurred during tpa (tissue plasminogen activator) therapy in the cardiovascular unit. The 100ml tpa bag was running at 1mg/hour (25ml). The pump alarmed 'infusion complete' and the bag remained completely full. The blue clamp above the pump used to open the door was occluded. The pump was removed from service and the infusion was started on a new pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.